Event description:
User of renu b&l contact lens solution. The product is still being sold overseas. I bought the product a couple of weeks ago at largest retail pharmacy chainstore, and have since experienced blurry vision in the left eye, pain, had severe headache, I consulted my eye doctor and his diagnostic was the infection caused by the renu solution and ordered treatment. I'm very concerned that b&l has not recalled the product overseas, at least not in this country. Used daily 11/1/06 - 12/26/06. Event did not abate after use stopped.